Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be performed due to the unresponsive buttons. No moisture damage was noted to the display circuit board, mother board, interface board, radio frequency board, motor, vibrator or battery tube assembly. No condensation was noted inside of the screen. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump screen was cracked and had condensation visible under the display where moisture got in. The customer noticed this after coming out of the shower and the insulin pump had been left on the counter. The blood glucose reading was 303 mg/dl. The customer treated with a bolus and declined troubleshooting for high blood glucose. No button error alarm was noted. The insulin pump passed the self test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.